Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Pt selection the perclose proglide instructions for use (IFU) state under special pt populations. "The safety and effectiveness of the perclose proglide smc devices have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site." Device #2 proglide, part # 12673-03, lot # 80024-6h is being filed under a separate MFR report number.

Event description:
Device #1 malfunction: needle-to-cuff miss. Time of device malfunction. During vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff also. The device was removed and a second proglide was used, but resulted in a needle-to-cuff miss. A third proglide was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.